Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that the right ventricular lead's pacing lead impedance had increased significantly. The lead was to be monitored until the next follow up in clinic. The patient was stable.